Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: during ventilation of a patient, the ventilator experienced irregular ventilation when switching from invasive ventilation to niv. According to the clinicians, it was not the first time this problem had occurred.